Manufacturer narrative:
Further information from the reporter regarding event and product details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen 45 gel stent "retractor didn't fully deploy".